Manufacturer narrative:
A specific root cause could not be determined based on the information provided. A defective or contaminated sample probe is a likely root cause, as an exchange brought the quality controls back into range.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for vancomycin. Prior to running the sample, the customer noted that quality controls were out of range upon their first run. The quality controls were then repeated and these were within range. Control recovery issues were also noted with the gentamicin assay. The sample initially resulted as 40 ug/ml and this value was reported outside of the laboratory. The sample was then repeated twice, resulting as 8 ug/ml each time. The repeat result was believed to be correct and a correction was issued. The patient was not adversely affected by the event. The vancomycin reagent lot number was 66487601 with an expiration date of 09/30/2013. The field service representative determined that sample probe b was worn as he was unable to recover within the prescribed ranges when running a check test application. He replaced both b and c probes, the abs halogen lamp, and the dosage and wash syringe seals. He ran a pipetting accuracy check and this recovered within specifications. The customer ran quality controls and these recovered within the customer's defined ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.